Event description:
Customer called in to state she dropped her transformer and it broke. The inside wires were showing at the main part of the transformer and the housing cracked open which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer she stated that she dropped the transformer and it cracked open and inner electronics were exposed which is a safety risk. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action.